Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03294. It was reported that both of the patient's leads had migrated. As a result the patient lost effective therapy. Surgical intervention was undertaken wherein the patient's scs system was explanted and replaced. Effective therapy was established postoperatively.